Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The analyst tried to reproduce the issue in-house, but it was not replicated. The archive had 5 mr exams and 2 CT exams; mr-4 loaded with the warning "restricted use" because slice thickness was smaller than slice spacing, slice spacing greater than 5mm, and this exam was restricted from use in the task of manual registration. Also, the mr1 and mr5 exams were loaded with warnings due to irregular slice spacing and missing slices; no plan data was found, and registration was performed with an error metric of 1.8mm; some points were found under the skin. Logs captured three sessions on the date of issue; site used tumor resection optical procedure and performed registration using touch_trace type of registration with an error metric of 1.8mm. No abnormality was observed related to the reported behavior. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during an optical tumor resection, the site reported an alleged inaccuracy. The site had a projection on their navigated instrument of approximately 7-8 cm. While planning on the skull surface, the site noticed that they had exposed more bone than they expected to based on the navigation images. The manufacturer representative (rep) reported the site was navigating from the tip of the projection. After removing the projection, the site reported the issue was resolved. The site reported they had not added a projection to the navigated instrument. Rep noted crosshairs had also been disabled. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Product ID: references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h3, h6: no products have been received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.